Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the intensive care unit (ICU) for diabetic ketoacidosis and vomiting. The customer changed out the infusion set and cartridge on sunday, but woke up on monday with a bg level in the 400mg/dl. The customer changed out the infusion set again, however bg levels continued to rise until they had reached 495mg/dl by monday evening, at which point the customer was taken to the hospital. While at the hospital the customer was treated by administering anti-nausea medication, insulin, and saline. The customer was released the next day (tuesday).